Manufacturer narrative:
D2: additional product code nwb. E1: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation confirmed that the device had a blue screen, which showed no image due to a damaged charged coupled device. Additionally, the device had a faulty image sensor elements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a blue screen, which showed no image. The issue occurred during a procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.